Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, angina occurred. In (B)(6) 2007, the subject had a 80% stenosed lesion located in the distal left circumflex (cx) artery. The lesion was 12 mm long with a reference vessel diameter of 3.5 mm and treated with pre-dilatation and the placement of a 3.5 mm x 16 mm taxus perseus clinical study stent. Post-dilatation was not performed and residual stenosis was 0%. In (B)(6) 2012, the subject experienced recurrent chest pain (angina). Angiography was performed which revealed an "aneurysmal dilation" in the middle of the previously implanted stent. The event was reported as resolved without residual effects the same day.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).